Event description:
It was reported that during a percutaneous coronary intervention procedure, the catheter became stuck on the guide wire. The lesion location was not provided. A non-bsc .035 260cm guide wire was advanced to the lesion site. Next the physician attempted to advance a express-b-I ld, pmtd, 7.0x40x75cm stent over the wire but the stent delivery catheter become stuck on the guide wire just before it reached the sheath (outside the patient). The physician tried to wipe down the wire with heparin/saline before and after the catheter to see if it would move either way but it would not budge. The wire and the stent delivery system were removed from the patient as one. A new wire was advanced and another express-b-I ld, pmtd, 7.0x40x75cm was deployed at the lesion site with no problems. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, the catheter became stuck on the guide wire. The lesion location was not provided. A non-bsc .035 260cm guide wire was advanced to the lesion site. Next the physician attempted to advance a express-b-I ld, pmtd, 7.0x40x75cm stent over the wire but the stent delivery catheter become stuck on the guide wire just before it reached the sheath (outside the patient). The physician tried to wipe down the wire with heparin/saline before and after the catheter to see if it would move either way but it would not budge. The wire and the stent delivery system were removed from the patient as one. A new wire was advanced and another express-b-I ld, pmtd, 7.0x40x75cm was deployed at the lesion site with no problems. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with a 0.035" guide wire inside the guide wire lumen. No damage was noted the shaft of the device. The stent had moved distally and was sitting on the tip of the device. The balloon was folded and wrapped around the shaft of the device. A clear impression of where the stent was originally crimped is visible on the balloon material. Some of the struts on the proximal end of the stent were spread apart and some of the struts towards the distal end of the stent (8th row from the distal end) had also been spread apart. The guide wire was removed with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).